Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 2. On (B)(6) 2018, loss of osseointegration was verified. Patient presented with poor oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: infection, bleeding and inflammation. No further patient complications were reported.